Manufacturer narrative:
H10; the complaint stated that the universal unit was suspected as the cause of three cases of endophthalmitis. Further investigation revealed there was no endophthalmitis, but post surgical inflammation which the dr. Does not attribute to the machine.

Event description:
Reported three cases of endophthalmitis. The machine is suspected but no sampling has been made of the machine or the pts.